Event description:
Patient in cardiovascular ICU for post coronary artery bypass surgery (CABG). Physician was inserting a datascope fidelity 8 french intra-aortic balloon pump (iabp) via the right femoral artery when the iabp alarmed with a "air leak" message. Inspection of the iabp line indicated that blood was in the connection tubing. The balloon pump was paused, and the balloon was removed. A new balloon was inserted using the same introducer and guidewire. Patient tolerated procedure well, and no untoward effects noted.